Manufacturer narrative:
The electrode lot number was f60 with an expiration date of november 2015.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable ion selective electrode (ise) sodium result for one patient sample. The initial result was 178 mmol/l and was reported outside the laboratory. The repeat result was 136 mmol/l which was believed to be correct. The initial result was reported to the physician, but was caught in time to notify the physician of the error. The patient was not adversely affected. The sodium electrode lot number was requested, but was not provided. The customer stated service had found that the rinse mechanism was not performing correctly and the cuvettes were overflowing. The customer stated the engineer was able to fix the problem and confirmed there were no further issues. The field service representative found the instrument was operating and processing patients when he arrived. The customer stated that he had retested the sample on another instrument and returned similar results as the second run on this instrument. The customer had replaced the sodium electrode and did not save the old electrode. The customer produced calibration and qc results indicating the instrument was operating within expected limits.